Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the pump was in fair condition with a scratched screen and damaged housing. Functional testing involved starting the pump in application and showed no issues found with double beeping. The downstream sensor was replaced as a preventive measure. The front housing, including screen, was replaced. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep no cassette." It was also reported that the pump had case and screen damage. No adverse effects were reported.